Event description:
Patient allegedly received a filter implant (unknown filter type) on (B)(6) 2015 due to the removal of a previous filter on (B)(6) 2015. Patient is alleging embedment and tilt. Report from CT (computed tomography): "filter tilt: the apex of the filter contacts the anterior lateral ivc wall. Abnormal positioning of the ivc filter: the ivc filter tip is located below the lowest renal vein and not greater than 2 cm below the lowest renal vein. Perforation beyond the ivc wall with or without involvement of an adjacent organ/vessel: beginning with the anterior medial strut considering this the 12 o'clock position of the strut extends 4 mm beyond the ivc wall but does not contact any adjacent structures. The 3:00 strut extends 5 mm beyond the wall and may enter the distal abdominal aorta or be within the wall. The next strut at rough)y the 4 o'clock position extends 4 mm beyond the wall but does not contact any adjacent structure. An extra measures 3 mm beyond the wall and just comes in contact with the psoas muscle.. The neck strut extends 4 mm beyond the wall before contacting the passing right ureter. Filter strut fracture or bending: no fractured or bent strut fragments identified. Stenosis of the inferior vena cava: no ivc stenosis identified by noncontrast CT."

Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: aorta/vena cava (vc) perforation, embedment, tilt. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Rpn, filter type, and lot# are unknown. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Initial reporter occupation: non-healthcare professional. Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Catalog number and lot number are unknown, however, the alleged celect is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
It is alleged that the patient received a celect inferior vena cava (ivc) filter on (B)(6) 2015, and the patient was injured without further explanation. Hospital and medical records have been requested, but not yet provided.